Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being on prednezone and blood glucose continued to go high. Customer's blood glucose was 430 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble, declined to check settings. Customer also declined high pressure test. Customer reported of having a skin rash due to carpet and not medtronic products. Customer was advised to change infusion set, reservoir and insulin and to follow up with healthcare professional.